Manufacturer narrative:
This report is submitted on august 3, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection at the implant site. The patient was treated with topical antibiotics and underwent revision surgery to revise the skin around the implant on (B)(6) 2020.